Event description:
The customer ran back to back tests on their meter and received the following results for 11/26/2006 on the same device: 252 mg/dl (09:04), 107 mg/dl (09:09). No adverse event reported. A request was made for the return of the device and a replacement was sent.